Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the device was received with a significant amount of tissue in the jaws. Upgraded to an serious injury after device received with a significant amount of tissue in the jaws.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. While transecting the appendix the jaws of the device got locked on the tissue. In order to remove the instrument, they had to staple around the device to remove it. Patient status is alive with no injury.